Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('bleeding : gen. Abnorm. Bleed.') In an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, umbilical hernia repair, ovarian cyst nos and bloating. Concurrent conditions included dysuria, perimenopausal symptoms, uterine bleeding and endometriosis externa. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2011 to (B)(6)2012, nsaids since (B)(6)2011 and paracetamol (acetaminophen) since (B)(6)2011. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/anxiety/mental anguish"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hot flush ("hot flashes") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder and fatigue had resolved and the anxiety, vaginal haemorrhage, menorrhagia, hot flush and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, fatigue, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6)2012: bilateral occlusion/the tubes are occluded at the cornua bilaterally.. Lot number: 787226 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('bleeding : gen. Abnorm. Bleed.') In an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, umbilical hernia repair, ovarian cyst nos and bloating. Concurrent conditions included dysuria, perimenopausal symptoms, uterine bleeding and endometriosis externa. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/anxiety/mental anguish"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hot flush ("hot flashes") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder and fatigue had resolved and the anxiety, vaginal haemorrhage, menorrhagia, hot flush and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, fatigue, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion/the tubes are occluded at the cornua bilaterally. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and medical record received. Events added: abnormal bleeding (vaginal), menorrhagia, hot flashes and depression. Event clubbed and pt term updated: psych injury/anxiety/ mental anguish. Medical history, reporters and concomitant drugs were added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('bleeding : gen. Abnorm. Bleed.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder and fatigue had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case became incident. The event injury nos was replaced with events from pfs: pelvic pain, abdominal pain, general abnormal bleeding, allergy other, psych injury, bladder/urinary problems, fatigue. Outcome of pain, bleeding, allergy, bladder/urinary, fatigue were added. Laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.